Event description:
It was reported that on literature review "clinical observation of 76 cases of plasma tonsillectomy", one patient had a bleeding in the throat 7 days after a tonsillectomy using a evac 70 wand and a coblator ii surgery system. Second surgery was performed to hemostasis by suturing. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4) article: li lingbo, lin lin, & wei mengling. (2010). Clinical observation of 76 patients with plasma tonsillectomy. Guangxi medicine, 32(3), 322-323.

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient product identification information was provided and thus a risk management review could not be conducted. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.